Event description:
It was reported that during a procedure to treat a de novo lesion in the distal marginal coronary artery with mild tortuosity and mild calcification, pre-dilatation was performed. A 3.5x15 mm rx xience pro stent delivery system (sds) was advanced and the stent was deployed. Post stent deployment a dissection at the distal end of the stent was noted. A non-abbott stent was implanted to cover the dissection. There was no other device or procedural issue noted. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product issue with respect to manufacturing, design or labeling.